Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a procedure where this device was implanted, the patient experienced an unspecified adverse outcome. The device had been used with tackers. After the original procedure additional surgeries were performed, including revision.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced abdominal pain, seroma, hernia recurrence, inflammation, adhesions, mesh migration, pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, and defective mesh. Post-operative patient treatment included additional surgery.

Manufacturer narrative:
Concomitant medical products: unknown tackers reltack3x10 reliatack articulat reload a n6bo514urx . If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced insomnia, burning sensation where mesh is, can't lift anything over 30 lbs, abdominal pain, seroma, hernia recurrence, inflammation, adhesions, mesh migration, pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, and defective mesh. Post-operative patient treatment included medication, diagnostic laparoscopy, lysis of adhesions, umbilical exploration, excision of seroma and additional surgery.

Manufacturer narrative:
Additional info: a4, b5, b7, h4, h6 (patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.